Event description:
On two seperate occasions, the tc-v1 cart fell over during transport. In each case, the cart was being transported with th emonitor on the top shelf even though it states in our labeling that the monitor shouild be removed while being transported. During one incident, the rn sustained bruises to her leg but in th esecond incident, there wasn't any occurrence of personal injury.